Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep stating that the customer called and confirmed there was no issue with this device. Therefore, the repair notification has been cancelled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working properly. There was no patient impact.